Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the alarm ¿fill fail - iab disconnected¿ occurred multiple times in cardiosave intra-aortic balloon pump (iabp), which was identified by the technician during device inspection through review of the logs. The log data may indicate a possible catheter restriction as a contributing factor.